Event description:
During a procedure, placing an ICD device in the subclavian vein, the cardiologist noticed that he was in the subclavian artery instead. Because of the bleeding from the artery, the patient was taken to the ir cath lab, where the ir physician advanced and positioned a 9x5 viabahn device. When the deployment line was pulled, the device would not deploy. The physician pulled the device back to the introducer sheath and tried to pull the device through the sheath. However because the device had opened approximately 3 to 4 mm, he was unable to pull the device into the sheath. The patient was taken to the operating room where the device was surgically removed. The patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork was conducted. Results - the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.